Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information on (B)(6) 2014 that this patient developed complications during the laser extraction procedure in (B)(6) 2014. Despite invasive intervention, the patient could not be stabilized and died.

Event description:
Boston scientific received information that this product was part of a system extraction on (B)(6) 2014 due to infection and erosion.